Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead was observed to be damaged. The lv lead was not used and was replaced. The patient remained in stable condition.